Manufacturer narrative:
(B)(6). Device evaluated by MFR: the distal housing of the transducer was observed complete and with no shattered pieces. Analysis observed an electrical failure at the impedance test, the electrical failure was identified as a weak transducer, and a good image was displayed. The reported complaint is not confirmed, since an image was observed during testing. Additionally, a cut was observed in the tip, the distal end of the tip section was not returned for analysis.

Event description:
Reportable based on device analysis completed on 16apr2021. It was reported that lost image occurred. An opticross imaging catheter was introduced to the patient, during pullback the image was lost. The procedure was completed with another of same device. There were no patient complications nor injuries were reported. However, device analysis revealed distal tip separation.